Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. The device was returned with stylet and sheath inserted. Sheath could not be loaded fully onto stent due to segment damage. There was visible damage to the 18th distal stent segment with numerous struts deformed. (B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor resolute rx drug eluting stent to treat a severely calcified and moderately tortuous lad lesion exhibiting 90% stenosis. The device was removed from its packaging as per IFU and inspected with no issues noted. It was reported that during delivery, resistance was encountered and excessive force used. The device could not pass through the lesion and it was reported that stent deformation occurred in vivo during positioning. Damage was noted on the strut of the stent. Therefore the stent was replaced with a new one. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.